Manufacturer narrative:
Multiple attempts have been made on 20nov2024, 10dec2024, and 31dec2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104 check vent: backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had customer check event log. Customer found error message 1104: backup alarm failed and stated that he replaced the mc board and device is still giving same error message. The rse informed customer that manufacturer recommends replacing the cpu printed circuit board assembly (pcba) and provided parts ID for the replacement cpu pcba. Investigation ongoing.